Manufacturer narrative:
Spoke with the nurse manager on 04/16/2015 who stated that there was a patient death associated with this call but there was no malfunction of the equipment and user error could not be confirmed. They wanted to understand how the alarms worked. They had very old equipment and are currently looking at upgrading their equipment to the newer ix device. The response center clinical engineer instructed the customer on alarm function, latching vs non-latching alarms; that silencing the alarms which stops the annunciating of alarms for 3 minutes vs alarm suspend, which the cms device was configured for 3 minutes; and about alarm reminders that does not occur with inop alarms. She also explained the resp lead off and ECG lead off inop which is not configurable with the cms device. The customer is currently in the process of upgrading their old devices with newer versions of the central station. There is no data to support a philips device malfunction. No further action or investigation is warranted. .

Event description:
The customer wanted to understand how the alarms worked. They had very old equipment and are currently looking at upgrading their equipment to the newer ix device. Spoke with the nurse manager on 04/16/2015 who stated that there was a patient death associated with this call but there was no malfunction of the equipment and user error could not be confirmed. This is being reported as a death. No additional information is available.